Event description:
It was reported to philips that the system would not boot up completely. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported issue. After reviewing the log file, there is malfunction was detected in the flex vision pc due to faulty grabber cards. The frame grabber captures the video from the system. Upon troubleshooting, fse found issue was related to the flex vision pc. To resolve the issue, fse replaced flex vison pc and hard disk drive and return the part for further analysis, but no failure found. After replaced the flex vision pc and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.